Manufacturer narrative:
Device evaluation: complaint device was not returned therefore a document based review will be performed. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1751695 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1751695. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for (ifu0077-4). A definitive root cause could not be determined from the available information. It is possible that the needle may have become kinked at some point during the procedure (set-up or during use) on device that was not visible to user for example within handle or under sheath extender. This in turn may have caused the needle retraction issue. Complaint is confirmed based on customers testimony. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the 25-nov-2020, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
K142688 - 510 k #. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When using the needle, once out, it cannot be retracted. Consequence: needle removed, without injuring the patient and without damaging the endoscope. Product not available. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.